Manufacturer narrative:
The dates of the events are unknown; however, the article was submitted for publication on november 13, 2020. Therefore, the 'submission for publication date' was used as the occurrence date. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the second valve placement. A supplemental report will be submitted when and if additional information becomes available. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular/too atrial/too pulmonic. This intervention is performed to treat serious injury and/or prevent permanent impairment. The device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency was related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 29-mm s3 valve was ultimately deployed after a 26-mm valve resulted in significant aortic regurgitation.